Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event and subsequently expired as a result of the product administered to the patient for dialysis treatment.

Manufacturer narrative:
Patient code was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is 1 of 2 device reports associated with this event.